Event description:
According to the reporter, during a procedure, several seals had poor hemostasis, some oozing, requiring additional re-seals or clips. Bleeding was not significant, blood transfusion was not necessary. Multiple good seals were completed before the problem occurred. No re-grasp alert and there was an end tone heard. The procedure continued using the generator and ligasure handpiece. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.